Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colon procedure, the stapler once loaded with the reload and inserted into the abdomen, did not open anymore, neither fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.